Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported concerns about the battery voltage for the implanted device, indicating "something is not right". The patient also reported having balance issues. Follow up was attempted but unsuccessful in gathering further information. Records indicate that the device remains in use. No patient complications have been reported as a result of this event.